Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was performed with a starclose se device via a 6f sheath after a diagnostic procedure. Reportedly, the starclose se hemostatic valve seal seemed to be missing as blood shot out of the sheath. The starclose se device was able to be inserted and the clip was deployed to successfully achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
Internal file number - b)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported missing hemostatic valve seal was not confirmed. The leak could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.